Event description:
It has been reported that on (B)(6) 2009, the pt was injected in the marionette lines and pre-jowl with 0.5ccs of novielle gel. The pt developed redness and lumpiness. On (B)(6) 2010, the pt began biaxon 500mg twice a day for seven days. Kenalog 10 0.5cc was injected directly into the pre-jowl and marionette lines. Five sessions of ipl between (B)(6) 2009, and (B)(6) 2010, have been provided. Fraxel treatment was performed (B)(6) 2010, with another treatment scheduled for (B)(6) 2010.

Manufacturer narrative:
The device was not returned to the MFR, therefore, an investigation to determine root cause could not be conducted. Novielle gel is designed for vocal fold augmentation. If additional info becomes available, it will be submitted in a supplemental report.